Event description:
A pt reported experiencing inaccurate erratic results with a ot basic meter. Pt's blood glucose results were 260mg/dl, 89mg/dl, 134mg/dl. Tests were done less than 10 mins apart with a difference of 63%. Pt did not experience any adverse event. No further info has been reported.